Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving morphine 30mg/ml at 20mg/day and bupivacaine "two thousand seven hundred- something" mcg/ml via an implanted pump. Indication for use was noted as non-malignant pain. It was reported that the patient was on a really high dose and the hcp wanted to check to see if the catheter may not be in the intrathecal space. It was noted that this patient was a new patient for the hcp. It was noted the plan was for a catheter dye study. The manufacturer representative called back and stated that the physician had determined that the catheter had migrated and was actually epidural. They were going to explant both the pump and the catheter, give it two weeks and implant a whole new system. It was noted that as of (B)(6) 2016, nothing had been explanted. A revision surgery was going to be schedule but had not yet been scheduled. The date the patient first started experiencing the catheter migration issue was unknown. The patient had gradual decreased efficacy and increased drug requirement. The cause the migration had not yet been determined. It was noted that an explant was scheduled. It was noted that the catheter migration would resolve with re-implantation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.